Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalised on (B)(6) 2026 with hyperglycaemia. The patient¿s blood glucose levels rose above 500 mg/dl while wearing the pod for 54 hours. The pod reportedly fell off the infusion site (abdomen) during hot weather, causing the cannula to dislodge. Reported symptoms include nausea and fatigue. It was also reported that the patient¿s ketones measure around 3.4 ¿ 3.5 (the patient could not recall the exact value). The patient was treated with intravenous insulin. When the patient began to improve, the medical staff asked the patient to apply a new pod which was done successfully. The patient was discharged the next day on (B)(6) 2026. The pod was discarded at the hospital.